Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was "unresponsive". Narcan was given and the pt woke up. The pt was in the emergency room. The last refill date was unk. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.